Event description:
Hip implant has caused severe pain and drs are not looking into the problem. Biomet says it has not been recalled. Pt's body is in severe pain every single day and they still suffer from blood clots. Pt's hip implant is on the recall list.